Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the bardia 2-way foley catheter burst causing the catheter to fall out of the patient. The balloon was found to be split with no pieces missing. No patient injury reported. This complaint will be coded as use of device due to the balloon of the catheter only being filled with 20ccs despite it having a 30cc balloon and due to the catheter being pretested before use which is not recommended.

Manufacturer narrative:
The complaint was confirmed as user related, for the reported issue. Evaluation was conducted on the returned catheter and based on the evaluation, it was confirmed a balloon sac burst. The user misused the catheter and did not use the device according to the IFU provided. Also, the user inflated the balloon above the recommended volume. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only." Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Recommended inflation capacities: 5cc balloon: use 10cc sterile water."

Event description:
It was reported that the balloon of the bardia 2-way foley catheter bursted causing the catheter to fall out of the patient. The balloon was found to be split with no pieces missing. No patient injury reported. This complaint will be coded as use of device due to the balloon of the catheter only being filled with 20ccs despite it having a 30cc balloon and due to the catheter being pretested before use which is not recommended.